Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). The alarm trace showed sample foam detection and sample clot detection alarms on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas 8000 e801 immunoassay analyzer. Sample 1: initial result: 23.0 pg/ml. 1st repeat result: 15.6 pg/ml. 2nd repeat result: 15.4 pg/ml. Sample 2: initial result: 14.0 pg/ml. 1st repeat result: 10.9 pg/ml. 2nd repeat result: 10.7 pg/ml.

Manufacturer narrative:
The last calibration was performed on 18-nov-2023 and it was acceptable. Pre-analytical information was requested but not provided. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.